Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up: it was reported blunt fill needles are causing a rubber piece to break off. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #unknown. Lot #unknown. Verbatim: rcc received a complaint via email. Description: xxxx reported to writer (ed supervisor), that within the past couple of weeks she had an incident where the new blunt fill needles are causing a rubber piece to break off inside of the vials of medication when drawing them up. The blunt fill needles are a sub-product due to a backorder of the plastic needleless vial access cannulas. She also reported that this happened to another team member and that the piece of rubber was drawn up into a syringe, thankfully caught before administering to a patient. No harm.